Event description:
A failure code 550 was found in the device's event history during routine service by an authorized service tech. This failure code occurred in the event history immediately after the device was powered on, before an infusion could be programmed. There was no report by facility of any pt injury or medical intervention being required as a result of the device failure. Details regarding pt info and the type of medication being infused were not available. Should add'l info become available a follow up report will be submitted.